Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit constant beeping tones and could not be interrogated with a programmer. The device was explanted. A new device was implanted on the chronic lead system.